Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device longevity estimation indicated that it was near eri. During another follow-up, the device indicated a normal longevity calculation. There were no patient consequences.